Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon became stuck in the lesion. The 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified forearm artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was observed that the balloon device was stuck in the lesion. After the device was pulled strongly, the balloon was attempted to be inflated twice. However, it could not inflate. The device was removed, and the procedure was completed with another device. No patient were complications reported.